Event description:
The physician reported a patient was undergoing a brain stenting procedure in 2006. The physician reported the guide catheter was positioned in the internal right carotid (ica) artery, and a guide wire was crossed up to the right m3 segment of the brain as support for the arrival of the 4.5 x 30 mm intravascular stent. The physician reported the delivery system was advanced up to the target position, and put in contact with the stabilizer. The delivery system reportedly did not respond any more to the movements. In addition, it was reported that the catheter got cut at approximately 15 cm. The physician reported that, "in order not loose the position, we joined manually the two broken pieces of the catheter and tried to release the stent, which did not move neither, and the catheter broke again, this time at the level of its union with the plastic olive. The stabilizer went backwards up to the cervical carotid in order to remove the system, which was removed without difficulties." The whole procedure was performed again, and a 4.5 x 20 mm intravascular stent was successfully implanted. The patient was reportedly asymptomatic.

Manufacturer narrative:
The device in question has not yet been returned to boston scientific for further investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned, and further significant information is found, a supplemental report will follow.